Manufacturer narrative:
Device evaluation: the reported issue that the console was alarming with a low delta p and the instrument also had an error 70 issue was not verified during service. Service was unable to confirm customer complaint. Tested device for 30 minutes with no fault. Repair on the vitalflow device will not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a vital flow console instrument, it was reported that the patient had just been placed on extracorporeal membrane oxygenation (ECMO), and the console was alarming with a low delta p. The instrument also had an error 70 issue. The screen went gray for over a minute, but the pump kept running. The instrument was used to complete the procedure. There was no adverse patient effect associated with this event.